Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the procedure, the stapler was fired, but became stuck on the vena cava and the surgeon was unable to release it. The stapler had been used three or four times prior to getting jammed. The surgeon had to apply clips adjacent to the stapler and dissect the vein in order to free the stapler from the pt. After the instrument was cleaned, the instrument was observed and the handle was in the released position but could not be pulled. The jaws were closed and released mechanism was jammed. The staple load was stuck and the release button was jammed. The staff used tools to depress catch and open jaws. The knife was not fully retracted and was visibly sticking out about 4mm. There were properly formed staples and pieces of tissue stuck in the jaw. After clearing the debris, the handle was tested with a new 2.5mm staple load on about one layer of blue nitrile glove. The stapler seemed to function normally with well formed staples and even cut.